Event description:
Reported event of left side "partial skin flap necrosis" from journal article, "direct to implant breast reconstruction by using seri preliminary report", journal of experimental and clinical cancer, biomed central, 1756-9966, published online 25 november 2014 (http://www.jeccr.com/content/33/1/78). Author indicated patient presented with "3 weeks postop, initial skin suffering." Author also noted " 2 months postop implant and seri exposure before reoperation," and "7 months postop after implant explantation and latissimus dorsi myocutaneous flap as a salvage procedure." Seri device remains implanted.

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Multiple requests for further information have been made. Allergan has received no response from the authors. The event of "necrosis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. These events are being reported because medical intervention was required, although device-relatedness has not been established.